Event description:
The surgeon notified the company of the revision on the day of surgery. Patient had previous wound swab and no bugs were able to be grown. Wound was now very red and infected and the surgeon was planning to remove all components and replace with a spacer g and cemented poly liner/cup. Stem required both k wires and osteotomes to remove it as it was very well fixed. Acetabulum cup also required significant work to remove as it was also very well fixed. MFR ref #3005180920-2015-00108.

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 145665: (B)(4) items manufactured and released on 10/29/2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. Lot 223568: (B)(4) items manufactured and released on 10/21/2011. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. On (B)(4) 2015 it was confirmed that there was no similar event on involving the sterilization lot number of the cup and of the stem. On (B)(4) 2015 it was confirmed that no implants will be available for analysis. On (B)(4) 2015 the medical affairs made the following comment: this is reported to be an infection on a recently implanted tha that was achieving good osseointegration. Infection is a known complication of tha and, apart from looking at batch data, I see no action required from the device point of view.